Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device activity log did not show data related to the customer's report. The electrode pads were not returned to zoll medical corporation for evaluation. The clinical data was not available as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device was unable to pace. Complainant indicated that the clinician restarted the device in an attempt to resolve the issue to no avail. The device then advised a shock on the patient, however, the clinicians felt the device did not discharge energy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.